Manufacturer narrative:
This record is covering the 458 patients known to have allergan devices. Article citation: jaeger m, randquist c, gahm j. Outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound. Plast reconstr surg glob open. 2026 mar 26;14(3):e7513. Doi: 10.1097/gox.0000000000007513. Pmid: 41907089; pmcid: pmc13021236. Continued e.1. Phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, malposition, infection-unspecified, rupture, seroma-late additional contributing authors: charles randquist, md victoriakliniken, stockholm, sweden jessica gahm, md, phd victoriakliniken, stockholm, sweden; department of molecular medicine and surgery, karolinska institutet, stockholm, sweden

Event description:
Literature review titled "outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound¿ reported "swelling", capsular contracture, baker grade unknown, "rotation", "bottoming out", "lateralization", "waterfall deformity", "double bubble", "animation deformity", "lump", "infection", "seroma", "rupture", "calcification", "rotated implant", "folding capsular contracture", "swelling", "pain", "firmness", "change in shape", "breast implant illness worry", "rippling", "unpleasant scar". This record is for an unknown side. Device status unknown. This article involved 852 patients. Patients with allergan devices is 498.